Event description:
It was reported that patient presented to clinic with non-sustained lead noise episodes due to sensing latency on the far-field channel. Reprogramming changes were made successfully. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.